Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The unit also had a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that he dropped his insulin pump and the screen cracked. The patient's blood glucose at the time of incident was 350 mg/dl. The customer stated that he is now unable to read his pump's display. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.